Event description:
Just over a month post implant the patient called to report that they are hearing an audible tone. It was then later reported that the patient went to the ER (emergency room) as they had been shocked when using their stove. ER interrogation showed noise on both channels. It was noted that it was possible emi from an ungrounded stove. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 implantable pacing lead - implanted 2013 (B)(6). (B)(4).